Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms and loss of capture was observed. A lead fracture was suspected. A revision procedure was performed where this lead was intended to be surgically abandoned and a new lead was attempted to be implanted. However, due to the patient's narrow vessels, no new ra lead was placed. The chronic ra lead was reconnected to the device instead of using a port plug and a lead cap, and the device was programmed to vvi mode with atrial sensing off. No additional adverse patient effects were reported.